Event description:
It was reported that this patient had swelling and pain at the pump pocket site. A seroma was reported and the patient was to apply an abdominal binder. It was later reported that the patient developed a wound medial and inferior to the pump pocket site. The skin became red and the wound opened and drained. The patient was then administered antibiotics as an infection was suspected. Ultimately, the pump and catheter were explanted on (B)(6) 2013 and were discarded. Cultures were taken from the pocket site before and after the incisions were made. The patient was to remain on antibiotics and referred to a wound clinic for evaluation. This device system was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4). Product type: programmer, patient: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011. Product type: catheter. (B)(4).